Event description:
It was reported that during a sleeve gastrectomy, on the last firing of the device, firing on the gastro-esophageal junction using a black reload with seamguard, thirty millimeters long; no staples were formed. The cartridge was removed, swished and reloaded with an ecr60g with buttressing (seamguard), device fired and the staples were fine. This was a revision from a band removal. The surgeon stated that the tissue was thick and scarred. No patient consequences were reported. Patient is stable. No device returning.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: what other color cartridges were used before and after this event? Black and the case was completed with a green load. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.